Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula bent event on (B)(6) 2025. The blood glucose level was 400mg/dl. No further information available.